Event description:
It was reported that the device was explanted at implant, due to a failed ring repair. It was additionally reported that a second device model # 4450, was explanted. Refer to MFR # 6000002-2008-09440. No other details were provided. Info learned from the operative report.

Manufacturer narrative:
Device not returned.